Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope, and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope]. - inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. [Inspection of suction function]. 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. [Inspection of the instrument channel]. 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a defective insertion part. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects came out of the suction port. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the adhesive on the bending section cover had a chip / a white-clouded area and the connecting tube had a wrinkle. The device evaluation found that foreign objects came out of the suction port due to clogging of the suction tube in the universal cord. The customer cleaned, disinfected, and sterilized the device before it was sent to olympus for repair. The customer did not know when the foreign material adhered to the endoscope or what the foreign material was. There was no delay in the start of pre-cleaning, the customer did aspirate the water through the instrument / suction channel, and it was unknown whether there were any abnormalities in the accessories used for reprocessing. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob was out of the standard value due to wear of the angle wire, and the adhesive around the objective lens had a white-clouded area. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.